Event description:
It was reported that the patient presented remotely via merlin.net. The right atrial (ra) lead was having episodes of automatic mode switch due to over-sensing of noise. No interventions were reported. The patient was stable.